Event description:
The customer stated that the AED analyzed a non-shockable rhythm, after CPR was performed. They went to analyze the pt for a second time and the unit indicated "low battery" and then turned off. The customer was unable to restart the unit. No pt harm.

Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.